Event description:
A 22 mm diameter x 13 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the contralateral gate was pinched off. A stiffer wire was not available to be used to cannulate the gate; therefore, they attempted to go up and over the bifurcation and then attempted to insert the iliac limb; however, during this attempt one of the renal arteries was partially occluded. The artery was already 50% stenosed. Attention was turned to the renal artery and an attempt to stent it from below was not possible. The brachial approach was used to successfully stent the artery. During the next 2 days postoperatively, the pt had a stroke and lost feeling to an arm and a leg. The pt was sent to rehab. No add'l clinical sequelae were reported.